Event description:
Pt's wife called after hrs describing "machine not working". Upon return phone call (pt had amiotropyc lateral sclerosis). The alarm was tied to "pt sys alarm". Pt's wife stated she could "feel it working" but that her husband couldn't breathe, was choking. Rptr advised "911" to be called. The quantum unit was repositioned per respiratory therapist instruction & reapplied to pt. It functioned with proper physician settings and with no alarms until the evening of 4/27/98 when the next pt event occurred. A respiratory therapist responded to the home & verified that the settings were as prescribed. The quantum pt did not appear to have any negative inspiratory volume or to be moving any tital volume. The quantum was switched out to a new quantum but the same "pt at response was observed". At that point the respiratory therapist initiated oxygen at 15% per non-rebreather mask. Phoned to physician. The pt had amiotropyc lateral sclerosis and was a do not resuscitate. The family had been advised concerning initiation of a volume ventilator instead of the quantum but resisted this advice.